Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure placement in the right fallopian tube was difficult.". The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated"), arthralgia ("joint pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, arthralgia, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were blocked. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abdominal distension, and pelvic pain". Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure placement in the right fallopian tube was difficult.". The patient's previously administered products included for an unreported indication: mirena. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated"), arthralgia ("joint pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, arthralgia, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: fallopian tubes were blocked. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abdominal distension, and pelvic pain". Most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff¿s fact received revision . The previously reported incorrect bayer receipt date: 17 dec 2019 was corrected to bayer receipt date: 16 dec 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure placement in the right fallopian tube was difficult.". The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated"), arthralgia ("joint pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, arthralgia, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were blocked. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abdominal distension, and pelvic pain". Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet. The case was upgraded from non-serious incident to serious incident. Events¿ pelvic pain, abnormal bleeding, joint pain, device difficult to use , vulvovaginal pain,bloated and back pain¿ were added. Patient demographics, historical drug, lab data, essure removal date and reporter were added. On 20-dec-2019: medical record received. This case is medically confirmed. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.